Event description:
During a lower gi endoscopic mucosal resection for polypectomy, the physician used multiple cook instinct plus endoscopic clipping devices. One clip failed in vivo whilst grasping patient tissue for closure following lgi post emr/polypectomy to tamponade bleeding vessel. The clip opened closed then would not release when deployed and pulled the mucosa. Four clips failed during attempts to replicate the issue with same batch. All were from the same batch. A section of the device did remain inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did experience adverse effects due to this occurrence. One of the clips anchored to tissue requiring unwanted force to remove and causing tissue trauma.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: the products said to be involved were returned in a clear plastic bag with four empty pouches and 7 loose instinct plus clips from the lot number said to be involved in the report. The labels match the products returned. The devices were assigned to this pr or the related cook pr 433126 based on the condition in which they returned (device #1 for cook pr 433126, emdr ref # 1037905-2024-00358 and devices #2-7 for this subject report). Devices #2 - #6: our laboratory evaluation of the products said to be involved could not confirm the report as it was described because all the device components, particularly the clips, were not included in the return. The devices were tested outside of the scope, and the drive wires advanced/retracted with no resistance. During a functional test, the devices were advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wires moved freely inside the outer sheath. A visual examination of the drive wires, catheter attachments, and coil catheters (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Device #7: our laboratory evaluation of the product said to be involved could not confirm the report as it was described because the clip was deployed, and attached onto 'simulated tissue,' thus not being able to confirm deployment difficulty. The device was tested outside of the scope, and the drive wire advanced/retracted with no resistance. During a functional test, the device was advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation could not confirm the report due to the condition of the returned devices. For devices #2 - #6, the clips had been deployed and were not included in the return. For device #7, the clip had been deployed and was attached onto 'simulated tissue'. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.